Event description:
Due to the resistance of the stenosis, the stent was dislodged and ended up traveling into the right atrium. After a period of time, it was felt the stent could not be retrieved because it was lodged into the tricuspid valve and account was concerned about potential injury. Therefore, the percutaneous procedure was aborted. The right atrium was opened and inspected. The svc stent was clearly identified across the tricuspid valve annulus and entangled within the tricuspid valve chordal structures. Using a gentle traction, the stent was removed with no damage to the chordal structures.

Manufacturer narrative:
While deploying a stent in the superior vena cava (svc) it was reported that the stent dislodged and migrated into the right atrium, lodging in the tricuspid valve. The stent was surgically removed. A percutaneous transluminal angioplasty (pta) was attempted prior to stent deployment but the lesion was resistant to angioplasty as the svc contained a severe stenosis. When the stent was deployed at the site of stenosis, it appeared that the stenosis "squeezed" the stent out of place. The pt remains stable. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.